Event description:
Patient's father reported the lower arrow button on the pump is not working any more. Father stated the rubber cover had been broken a while already, assumed something went in. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.